Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had sudden loss of stimulation. The scs ipg was unable to communicate with the charger and the patient programmer. The replacement charger was unable to resolve the issue. The physician decided to replace the ipg. No further information is available at this time.